Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on this available information, the reported device dislodged by another device appears to have been a result of user technique/procedural conditions. The reported single leaflet device attachment (slda) appears to have been a cascading event of the reported device dislodged by another device (implanted). There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.na

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of imaging was difficult due to the rotated heart. The first clip was implanted on the medial side of a2p2. A second clip delivery system (cds) was advanced however there was a slight medial dive towards the first clip. The cds was positioned lateral however interacted with the first clip, causing it to detach from the anterior leaflet (single leaflet device attachment (slda)). The second clip was implanted to stabilize the slda clip, reducing mr to there was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.